Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to a hole found in the device cuff. As no lot number was provided, a review of device history records could not be conducted. A root cause could not be identified for the observed hole.

Event description:
It was reported that the cuff pressure did not increase. The reporter noted that replacement was scheduled for one month on 10/21, but the cuff pressure did not increase on 11/7, so it was replaced. Then, on 11/28, the cuff pressure did not increase either, so it was replaced again. The event occurred during patient use/administration at patient's home. There was no reported patient harm/adverse event.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.